Manufacturer narrative:
Additional information: the gooseneck snare was used successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided two cine images of the vessel. The images were analyzed and could not identify the hawkone device within the vessel with certainty. Product analysis: the hawkone was returned connected to a cutter driver. A green non-medtronic sheath was included. The hawkone and sheath were inspected. The sheath showed dried blood throughout the exterior of the device. The distal outer rim was showed signs of buckling and outer diameter was stretched outward. The hawkone showed the housing detached. The approximate length of the distal assembly which had fractured off was 9.5cm. The lumen of the housing showed dried biologics. The detachment occurred at the proximal area of the housing coiled segment, distal to the anchor pockets. The distal segment which detached showed the laser drilled coil stretched out proximally past the tecothane layer. The tecothane remained intact, rounded edges were noted at the proximal face and the openings over which were previously over the anchor pockets were identified. The proximal segment of the fracture showed the coil stretched distally to where the cutter head is located. The cutter head is located at the area of the observed fracture and exposed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawkone device during treatment of a 150mm calcified lesion in the patient¿s mid right superficial femoral artery (sfa). Moderate tortuosity and calcification reported. Lesion exhibited 90% stenosis. IFU was followed. Device prepped without issue. Difficult access of left femoral artery (lfa) contralaterally due to steep bifurcation with 7fr 45cm sheath. The hawkone worked successfully for multiple passes and was removed/cleaned twice. Upon third advancement, device engage and disengage became abrupt and the device would not pack fully despite attempts. An attempt to remove the hawkowe was made as the .014 300cm guidewire kinked at the tip of the sheath. Multiple attempts to advance and remove with rotations were unsuccessful. The wire was then removed. The hawkone was retracted again and the distal tip of the device detached. The hawkone device was then removed. The sheath was exchanged without difficulty for another 7fr 45cm sheath. A gooseneck snare advanced to remove the detached tip of the device. The procedure was then completed without difficulty using a pacific xtreme balloon. No allegation against gooseneck snare.